Manufacturer narrative:
(B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant products - arcos modular revision hip system p/n 11-300818 l/n 619840; unknown cone provisional body p/n unknown l/n unknown.

Event description:
It was reported during a revision procedure when the doctor was tightening the cone body provisional trial onto the arcos sts distal stem the driver broke off in the provisional's screw. The doctor could not get the two pieces apart so they had to extract the stem and use a different stem. Attempts to obtain additional information have been made; however, no more is available

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Examination of the returned complaint product confirms the reported material fracture. Visual examination identified wear out due to normal to heavy use as well as damage consistent with use over time. Sem and hardness testing did not identify any product problem associated with the device material. Review of the device history records for reported components identified no deviations or anomalies that could contribute to the reported event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.